Event description:
It was reported that the patient experienced leg weakness. The patient was hospitalized and an infection was found at the pocket site. The device was removed and the patient is rehabilitating. There have been no reports of further complications regarding this event.

Manufacturer narrative:
The manufacturing and sterilization records were reviewed, and no relevant nonconformities were found. The device was not returned.